Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/07/2024 it was reported by a sales representative via (B)(4) that an ar-3372-2701 sheath is cracked, which will not allow obturators to be removed. This occurred during use in a case with no patient effect.